Manufacturer narrative:
Analysis determined the #0 conductor was broken (overstress damage) 2.8 cm. From the proximal end of the extension.

Manufacturer narrative:
Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient experienced loss of therapy and high impedances were found. Diagnostics/ troubleshooting was performed, impedance was checked in the or. The lead was fine when tested. The extensions were replaced. The issue was resolved at the time of this report. The rep further reported that the patient presented on (B)(6) 2015 with loss of stimulation. Interrogation of the implantable neurostimulator (ins) found impedances greater than 10,000 on all 16 contacts. During the revision surgery, both extensions were found kinked and twisted at the ins site. It appeared that the ins had repeatedly flipped and caused twisting of the extensions. The indication for use included chronic pain secondary to failed back surgery syndrome (fbss). If additional information is received, a follow up report will be sent.